Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 100 joules. A turp was performed to complete the case. No injury to patient.

Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached and exhibits a drilled through condition. The fiber cap region exhibits severe devitrification, char, and detritus. The heat shrink tube is partially melted. The fiber cap condition would result in reduced vaporization efficiency. The condition of the cap described above would result in forward firing. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation/user handling can occur when tissue adheres to the fiber cap surfaces.